Event description:
Two discordant low acth results were obtained on two patient samples on an immulite 2000 instrument. The results were reported to the physician(s) who questioned the results as they did not fit the clinical picture of the patient. The patient samples were repeated on the immulite 2000 instrument and the results were comparable to the initial results. The patient samples were also run on an alternate platform where the results were higher. It is unknown if the repeat results or the results obtained on the alternate platform were reported to the physician(s). Calibration and quality control samples were within acceptable specifications the day the samples were run on the immulite 2000 instrument. There were no known reports of patient intervention or adverse health consequences due to the discordant dilution results.

Manufacturer narrative:
A siemens global product support specialist (gps) evaluated the instrument logs and did not find any errors that could have caused the discordant low results. A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and found no instrument malfunction. A routine preventive maintenance was performed on the instrument and the system was fully functional upon departure of the fse. Upon review of the details of the complaint gps noted calibration and controls were within acceptable range on the day the samples were run and that sample handling caused the discordant low acth results. The patient samples were placed at room temperature for 25-30 minutes before centrifugation, instead of being stored on ice at all times. Due to the labile nature of acth in patient samples, degradation of the sample will lead to the discordant low acth results. Gps instructed the customer to refer to the instructions for use manual (IFU) for acth and review sample handling procedures. The cause of the discordant low results for acth was due to sample handling procedures. The instrument is performing according to specifications. No further evaluation of this device is required.